Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the partial lead in segments was returned and analyzed with no anomalies found. The defibrillation conductor was distorted and there was blood/body fluid, a cosmetic environmental stress crack, and a breached cut on the outer tubing overlay. The outer insulation was torn and had a cosmetic depression. There was a white substance on the exposed defibrillation coil and apparent explant damage.

Event description:
It was reported that the lead exhibited high thresholds and impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.